Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6) 2011 requesting to review subject pump to confirm it was working properly. The patient's mother reported that the patient was admitted to the hospital in the 'last couple of weeks' (date not provided) and was advised at that time by the patient's hcp there was a problem with the pump. At the time of the call, the patient's mother told customer support that she did not believe there was a problem with the pump and was convinced that the patient's hospitalization was as a result of the patient not taking care of himself. The patient's mother stated the patient gave himself too much insulin at times and at other times did not bolus at all. No information regarding the injury was provided. It is not known if the patient was hospitalized for a low or high blood glucose or what treatment he received. At the time of the call, the reporter did not have the pump with her to review pump settings and go through appropriate troubleshooting. The reporter agreed to call customer support back when she had the pump, hospital admission information and blood glucose records at hand; however, did not call back. Animas customer support made several attempts to reach the reporter for additional information/troubleshooting, but were unsuccessful. This complaint is being reported because the patient's mother was informed by an hcp that the patient was hospitalized ether for severe hypoglycemia or hyperglycemia due to an alleged malfunction with the subject pump.